Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 100 units. The contact added additional insulin to the existing cartridge and completed the load process successfully. The customer's blood glucose level was 102 mg/dl.